Event description:
It is reported on march 1, 1999 that an event occurred involving a gastrostomy feeding device. It was indicated that the gastrostomy tube penetrated the pt's transverse colon on the anterior and posterior wall creating an abcess requiring medical intervention. The device has been destroyed. Therefore, a failure analysis was not available. Without evaluating the device and without further details, co is unable to determine the cause for this event. The directions for use state "avoid excessive pulling on the feeding tubes as this may cause the internal bolster to imbed against the gastric mucosa. The results can be tissue necrosis, tube migration, infection and associated sequelae. Tubing should be monitored for possible migration in accordance with instructions. Tube migration could result in the following: inability to feed, peritonitis, infection and associated sequelae. Cleanse the site. The bolster should be rotated for site hygiene. The stoma site should be clean and dry at all times."